Event description:
It was reported that the patient underwent right hip revision approximately 10 years post implantation due to elevated metal ions and metal poisoning. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3, b5, d7, d10, d11, e1, e2, e3, h2, h3, h6 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection, the shell has scuffing on the inside radius. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown; 157446 - m2a-magnum mod hd sz 46mm ¿ 100670; 139256 - m2a-magnum 42-50 tpr insrt std ¿ 480800; 12-103206 - taperloc por red/dist 12.5x145 - 061620. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -02535.

Event description:
It was reported that the patient underwent right total hip arthroplasty approximately 10 years ago. Subsequently, the patient is scheduled to undergo a procedure due to elevated metal ions and metal poisoning. Attempts have been made and no further information has been provided.